Manufacturer narrative:
No patient involvement or additional medical or surgical intervention reported. Exact date of when device broke is unknown. Device is an instrument and is not implanted / explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record review was completed. Part# 360.255 synthes, lot# 5647692, supplier lot# 816665. Release to warehouse date: (B)(6) 2007. Supplier: (B)(6). No non conformances reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reaming rod measuring device is broken in to two pieces. Issue was discovered during routine inspection of field equipment. No patient or surgery involvement. This report is for one (1) reaming rod measuring device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (reaming rod measuring device, part number 360.255, lot number 5647692). The subject device was returned with the complaint category of ¿broken: procedural step unknown.¿ it was reported that the issue was discovered during routine inspection of field equipment. A visual inspection and drawing review were performed as part of this investigation. The complaint condition is confirmed as the reaming rod measuring device was received with one thumb nut and one threaded portion of the segment three assembly missing. Remains of the weld are present at the hole where the threaded component would be welded. The balance of the device is in functional condition and shows wear consistent with significant use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the weld is already broken. The complaint condition is the result of breakout of the welded threaded stud. A root cause of the applied force that caused the breakout could not be definitively determined as the conditions at the time of the issue and over the approximately 9 year lifetime of the device are unknown. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This device is intended for use during femoral nail implantations to measure the required intramedullary nail (im) length during preparation of the medullary canal. The returned instrument is an additional instrument that is calibrated for use over a 950mm reaming rod or guide rod. The thumb nuts allow for the device to be locked in the extended position during use and collapsed for storage. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.